Event description:
I received saline breast implants in the summer of 2009. By the fall my stomach started hurting and I felt weak. I couldn't figure out why my stomach hurt and smells were bothering me. I was in the army and the suck it up has been instilled in me. I was deployed to (B)(6) in (B)(6) 2010. By (B)(6) 2011, I was in chronic pain which greatly affected by ability to do work and impacted by career. I could not bend down and tie my boots. I had to curl into a ball. My muscles were so tight. I returned from (B)(6) in (B)(6) 2011 and was sent to multiple drs. I was diagnosed with fibromyalgia and depression. I replaced my saline implants with silicone in (B)(6) 2011. I wanted a smaller size and the saline made me cold. My health issues continued until I was medically retired from the army. After learning about breast implant illness on last week tonight with (B)(6) in (B)(6) 2019, I was shocked that no dr in over a decade ever mentioned hat the implants could be causing me issues. I had the implants removed in (B)(6) 2019, the left silicone implant was ruptured. The dr returned them to mentor for evaluation. I am waiting for mentor to provide a report on the device failure. My symptoms include: fatigue, joint pain, insomnia, brain fog, difficulty concentrating, limb numbness and tingling, muscle weakness, temperature intolerance, sensitivity to light, sound and smells, sinus infections, skin rashes, ringing in ears, headaches, depression, decreased libido, mood swings, sharp pains in chest, weight gain (80lbs), food intolerance - gluten, swollen, lymph node near left breast, fibromyalgia, all over inflammation, irritable bowel syndrome, muscle spasms, night sweats, etc. While not all these symptoms can be positively linked to the implants, I know they were making me sick. Since I had them removed, I've been able to increase my need for daily tramadol dosages and been able to walk my dogs farther. I am now slowly decreasing my need for antidepressants. I have lost faith in the FDA and medical community in general. I am now the annoying pt with a million questions and subscribing journals. The implants increased the cost of healthcare to the army and lost me a career I loved. FDA safety report ID# (B)(4).